Event description:
It was reported that the customer received multiple motor error alarms. Customer stated the motor error alarm occurred during bolus. The blood glucose reading was 153mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The device was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.